Manufacturer narrative:
Evaluation summary: no operative notes or x-rays were provided to study the implantation technique. Loosening of femoral knee component could be multi-factorial. However, with the available information, a conclusive cause cannot be determined for the alleged loosening of femoral knee component. Further investigation can be made if more information is obtained post revision surgery planned for (B)(6) 2011. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the femoral component is loose with no ingrowth. A revision surgery is planned in (B)(6) 2011.